Event description:
It was reported on (B)(6) 2026 that the patient's infusion set cannula had become bent, which led to a high blood glucose level to 244 mg/dl and was treated with correction bolus via insulin pump. Infusion set had been used for two days. Patient reported bleeding at insertion at site.

Manufacturer narrative:
E1:name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.